Event description:
A customer reported problems with the footswitch. The pt was in the surgical room, but the timing of the event is unk. The system was exchanged and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and verified system message [footswitch detent failure]. The company representative replaced the footswitch cable to resolve the issue. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).